Event description:
I am writing to formally file a complaint about an electric wheelchair sold under the brand moovon. I am a senior with limited mobility and bought this product hoping it would help with my rehabilitation and daily outings. However, the product has serious quality defects, and I believe it is being illegally sold as an unapproved medical device. After receiving the product on (B)(6) 2026, I started using it according to the instructions. When I went down a slope, the wheelchair suddenly lost all power, the brakes failed completely, and it rolled downhill fast, causing me to fall off. I found that the product has no resistance or braking effect at all. Looking at the motor, I can see there is no electromagnetic brake system. This is a major safety hazard. In addition, the user manual and the packaging box do not show any manufacturer information, name, or address. It is a typical product of unknown origin. As an ordinary consumer, after this safety accident, I cannot trace who is responsible, nor can I get proper after-sales service or legal help. This further proves that the product does not meet the basic requirements of traceability and manufacturer disclosure under u.s. Federal regulations for medical devices. Reasons for the complaint: suspected illegal sale: according to 21 cfr 890.3860, a powered wheelchair is a class ii medical device in the u.s. And must go through the FDA 510(k) premarket notification process before it can be legally marketed. I searched the FDA database and checked the amazon product detail page, and the manufacturer did not show any FDA 510(k) number. I have reason to suspect that this product has never received FDA marketing clearance, or the 510(k) clearance used is not related to this product. Serious quality defect: the motor has no electric brake system. The wheelchair suddenly lost power and sped downhill when going down a slope. This directly violates the basic requirement of the federal food, drug, and cosmetic act (fd&c act) that medical devices must be safe and effective. This completely fails to match the seller¿s claim of ¿safe downhill¿ function. It is an adulterated product. What I am asking for: I urge the FDA to investigate this manufacturer (moovon) and provide me a response: does this product currently sold by the company have valid FDA clearance? Product and seller details: company name: shenzhenshizhenyidianzishangwuyouxiangongsi, company address: tianxiang building, 13c2-81 tian'an digital city, no.12 tairan 5th road, tian'an community, shatou street, futian district, shenzhen, guangdong, 518000, china. Brand name: moovon. Product name: foldable 4-in-1 electric wheelchair & rollator walker ¿ lightweight, compact & portable electric rollator for seniors with seat, black. Platform: amazon.com; order number: (B)(4); product asin: b0g8j6vj9g. Product link: https://www.amazon.com/gp/product/b0g8j6vj9g. Thank you for your attention to this matter. I look forward to your reply.